Manufacturer narrative:
Bci customer technical support (cts) assisted the customer with troubleshooting and talked the customer thru priming the reagent delivery subsystem but no leak was found. The customer checked the probe tubing and the reagent syringe, and all were tight. There was no liquid on the black drip tray. Service visited on (B)(6) 2011, and replaced valves, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 synchron clinical system. The customer found a puddle of liquid under the reagent probe a in the home position. There was no effect to patient or user.